Manufacturer narrative:
(B)(4). The epgs pod fails to complete it¿s power up diagnostics and will have to be replaced.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) would not power up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) installed the software module into a lab-use only (luo) electronic patient gas system (epgs) which was connected to a system-1 simulator. When the pst applied power, the epgs did not power up. The pst temporarily replaced the generic board of the software module with a luo generic board and when power was applied to the epgs, it powered up. The service repair technician (srt) replaced the epgs pod assembly. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.